Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed or duplicated. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the swivel assembly was loose. It was determined that the root cause of the swivel joint separation would be a lack of loctite threadlocker adhesion to the threaded mating inner swivel components due to misassembly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device return date: the device return date was documented as aug 5, 2006 in the initial report. The device manufacture date has been updated as aug 26, 2006. Device evaluation: upon further evaluation of the device, it was determined that the root cause of the swivel joint separation due to lack of loctite threadlocker adhesion to the threaded mating inner swivel components due to misassembly was escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the handpiece device overheated. It was not reported if the device was used in surgery or if there was patient involvement. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.